Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the menu button does not work and the pump will not rewind. Customer's blood glucose was 192 mg/dl at the time of incident. Customer was advised to monitor the pump and call back if further assistance is necessary. No further details given.

Manufacturer narrative:
The insulin pump was received with no menu button response due to moisture damage on the electronic assembly. No moisture damage was found on the keypad assembly, motor, or force sensor during our visual inspection. Unable to perform the self-test, displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current and active current measurements tests, or verify pump error 43 alarm due to no button response. The insulin pump had scratched case, serial number label fading, pillowing keypad overlay and minor scratched lcd window.